Event description:
It was reported that the implantable cardiac defibrillator (ICD) reached elective replacement indicator (eri) less than four years after implant. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed the device projected to last 51% of its expected longevity. A high current drain condition was found. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.